Event description:
It was reported that the hyperform 4.0 x 7 mm sys tem balloon was not inflated and saline mixture was leaking from the catheter tip. There was no patient involved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis ¿ as found condition: the hyperform balloon catheter was returned within a shipping box and an open hyperform outer carton. ¿ visual inspection/damage location details: no damage was found with the hyperform balloon catheter hub. No bends or kinks were found with the hyperform balloon catheter body. Upon visual inspection, the ballon appears to be in good condition. ¿ testing/analysis: the hyperform balloon catheter lumen was flushed with water, and an in-house mandrel was inserted into the distal tip lumen. The balloon was then inflated and held inflation; no leaks were detected. ¿ conclusion: based on the device analysis and reported information, the customer¿s report could not be confirmed. No issues were encountered during testing of the returned hyperform balloon catheter and guidewire. The cause of the reported event could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the cause of the leak could not be identified. There was not extensive guidewire manipulation during the procedure. The guidewire used with the balloon was xpedion 010 came with hyperform balloon in same package. During the inflation, the guidewire tip was advanced close to 10cm out of the catheter tip. The physician shaped the guidewire tip. The injection rate was moderate. Since balloon was not inflated, deflation not attempted. The guidewire was 10cm from the catheter tip during inflation/deflation. After multiple inflations, the catheter and guidewire were not removed and inspected as was occupied in procedure. There was no clot observed. Blood did not enter the catheter lumen. Contrast was observed leaking during the inflation attempt. There was no kink/damage seen on the catheter during use. This information has been confirmed with the physician.